Manufacturer narrative:
The previously reported right ventricular lead repositioning was incorrect. The lead was capped and replaced on (B)(6) 2018. (B)(4).

Event description:
New information received notes the right ventricular lead was capped and replaced on 2/1/2018.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for an unrelated reason. Upon review, the patient¿s right ventricular lead exhibited no capture. Around the time of a recent fall, decreased sensing was noted. Possible lead disturbance was suspected due to the fall. The right ventricular lead was repositioned on (B)(6) 2018. The patient was stable throughout.